Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the right side large starburst teeth cross threaded, and needed to be re-tapped. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a3059 mayfield series skull clamp for service and repair because the unit was received with the right side large starburst teeth cross threaded.